Manufacturer narrative:
Device manufacture date: september 1, 2016 ¿ september 2, 2016. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and revealed excess white drug precipitate in the solution of the reservoir/balloon. When the luer cap was removed, no evidence of fluid was observed coming out of the luer. The direct cause of the flow problem was due to excess white drug precipitate blocking the fluid path inside the delivery tubing. Since the direct cause of the reported problems was found to be excess drug precipitate, the infusor device was determined to be conforming product. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that upon removal of the blue winged luer cap of a half day infusor, there was no flow of medication. The device was filled with 1300 mg of deferrioxamine in 50 ml of 0.9% sodium chloride and taken out of the fridge 4-6 hours prior to use. This was observed prior to use. There was no patient involvement. No additional information is available.